Event description:
It was reported that a patient underwent a sling procedure on an unknown date. Approximately ten days later, the patient had new onset urgency which was not present pre-operatively. This was the only information reported.

Manufacturer narrative:
Date sent to the FDA: 06/22/2009. Urge incontinence occurred - conclusion: no conclusions can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.